Event description:
Event description cpi received information that this boxed implantable cardioverter defibrillator (ICD) was unable to communicate with a programmer or respond to the application of a magnet.